Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was difficult to place and exhibited high thresholds. The patient was lost to follow up and approximately six months later there was no capture on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.